Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the insulation was compromised.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: during procedure, it was noticed the hook and sheath had some thermal damage causing arching the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes for the melted sheath could be the electrocautery probe was not in contact with tissue; the electrocautery probe is activated while there is irrigation fluid in the sheath; or the tip is retracted into the sheath while the current is activated. The device manufacturer date is not known. Gtin: (B)(4).

Event description:
It was reported that the insulation was compromised.